Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual inspection of the photo sample noted the temperature sensing wire was protruding out of the catheter. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes . 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock® foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were two instances of wires coming out of the foley catheter on patients. Patient had some agitation and the foley was found to be out into patient's diaper when the nurse entered the room. The wire of the temperature cable was found to be looped outside of the foley lumen. It was reported that there were no noticeable rips or tears in foley to cause this and the balloon was partially deflated when out. No medical intervention was reported. Per follow up on 18may2021, customer stated temperature cable looped was not near the balloon. It was at the base where the part that got inserted met the bigger tubing that flows outside of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were two instances of wires coming out of the foley catheter on patients. Patient had some agitation and the foley was found to be out into patient's diaper when the nurse entered the room. The wire of the temperature cable was found to be looped outside of the foley lumen. It was reported that there were no noticeable rips or tears in foley to cause this and the balloon was partially deflated when out. No medical intervention was reported. Per follow up on 18may2021, customer stated temperature cable looped was not near the balloon. It was at the base where the part that got inserted met the bigger tubing that flows outside of the patient.